Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 16-feb-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported stated that a cortrak tube had misfunctioned and the child had to be taken to surgery. Additional information received 03-feb-2021 noted on the patient's abdominal x-ray, dated (B)(6) 2021 at 0644, the end of the "nasoduodenal tube was cracked." The cracked nasoduodenal tube was removed and replaced in radiology."

Manufacturer narrative:
The actual sample was evaluated. There was a split/tear identified approximately between 10 and 9 cm marking. The tube was not separated into two when received. When manually pressing the tubing back together, there were jagged appearance tearing identified at the origin of the ballooned tubing. The tubing was also inspected and appeared clogged on the distal end portion of the tube. The hardened build-up inside the tube could not be dissolved and flushed out of tube even after soaking the tubing during the decontamination process. The reported incident was confirmed. A root cause was not identified. All information reasonably known as of 27-apr-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.